Manufacturer narrative:
Off-label use (over 45yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -1/+1/083 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The surgeon reports the patient has refractive surprise. It was additionally noted "udva is not sufficient due to residual myopia and astigmatism. We should replace the icl". Lens remains implanted. The cause of the event was reported as unknown and the device did not fail to perform as intended. Problem is not resolved.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture with residue on product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).